Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient's knee is experiencing continuous pain, is warm to the touch and has tested positive for nickel allergies.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device made from polyethylene did not cause or contribute to the reported event of patient's metal sensitivity.